Event description:
It was reported that the device stopped venting on a patient. There was no patient injury reported.

Manufacturer narrative:
Based on the log analysis the case in question could be reconstructed. The procedure was started using man/spont at 9:52am and the perseus was still in this mode, when at 10:44am the device detected an interruption of the internal communication to the sensor board. The device reacted as specified for this failure and generated a corresponding bag pressure sensor failure- and pressure sensor failure alarm and stopped automatic ventilation which goes along with a separate ¿ventilator failure¿ alarm. In this case, manual ventilation and monitoring are still available. It could be reconstructed that after a few seconds, the module was available again and therapy was continued in man/spont without any further restrictions until the unit was placed in standby mode at 11:40am. The replacement of the sensor board has been recommended. Consequently, the board was replaced but was not available for further investigation and thus the exact root cause could not be finally determined. A temporary failure of the sensor board itself or an intermittent contact of the cable connection are possible root causes. After replacement, the device was tested and returned to use without further problems reported. Dräger finally concludes that the device behaved as specified upon the detected sporadic communication interruption and alarmed accordingly to alert the user. There was no patient consequences reported. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.

Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report.

Event description:
It was reported that the device stopped venting on a patient. There was no patient injury reported.